Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I was bleeding tor almost eight months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. In 2011, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and procedural pain ("during the procedure I had the cramping") and was found to have blood pressure abnormal ("during procedure not sure if my blood pressure bottomed out or went sky high"). On an unknown date, the patient experienced menometrorrhagia ("periods are twice a month, and I bleed heavier than I ever had in the past"), abdominal pain lower ("lower abdominal pain/cramping bad"), complication of device insertion ("complication of device insertion") and anxiety ("anxiety"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, blood pressure abnormal, procedural pain, complication of device insertion and anxiety outcome was unknown and the menometrorrhagia and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, anxiety, blood pressure abnormal, complication of device insertion, genital haemorrhage, menometrorrhagia and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 11-aug-2015. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 11-aug-2015. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I was bleeding tor almost eight months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. In 2011, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and procedural pain ("during the procedure I had the cramping") and was found to have blood pressure abnormal ("during procedure not sure if my blood pressure bottomed out or went sky high"). On an unknown date, the patient experienced menometrorrhagia ("periods are twice a month, and I bleed heavier than I ever had in the past"), abdominal pain lower ("lower abdominal pain/cramping bad"), complication of device insertion ("complication of device insertion") and anxiety ("anxiety"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, blood pressure abnormal, procedural pain, complication of device insertion and anxiety outcome was unknown and the menometrorrhagia and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, anxiety, blood pressure abnormal, complication of device insertion, genital haemorrhage, menometrorrhagia and procedural pain to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added - anxiety. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.